Event description:
As reported by the edwards field clinical specialist, during deployment while the balloon was up it was noticed that the balloon had ruptured. Immediately the balloon was pulled out of the valve and the valve was assessed using echocardiography. There was trace to mild aortic insufficiency therefore the team decided that no further intervention was needed. As the team was pulling the system back into the sheath, it became stuck at the distal end of the sheath. The team pulled and met a lot of resistance. It was decided at this point to remove the system along with the sheath. When the system and sheath were removed it was inspected. The distal end of the delivery system had broken off and was not within the sheath. Using fluoroscopy, the distal tip of the delivery system was seen within the aortic root. The team attempted to remove the distal tip of the delivery and after multiple attempts it was decided by the team to abort and the fragment was left in place. The patient was then transferred via stretcher in stable condition to the ICU. No adverse effect from the retained fragment have been reported. Per report, after the balloon rupture the system was pulled too hard in an attempt to bring the system back into the sheath causing it to break.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The complaint device was returned to edwards for evaluation. The middle to distal portion of the balloon component and nose cone were confirmed missing from the returned device. The guidewire lumen was returned stretched out. During visual inspection the delivery device balloon revealed no surface defects such as scratches, fish eyes, gel spots, or other abnormalities. A radial tear was observed on the proximal half of the balloon. The distal portion of the balloon was not returned for evaluation. The guidewire lumen was returned and was observed to be stretched and separated from the balloon. Due to the working length portion of the balloon component not intact/returned, the dimensional analysis could not be conducted on the returned device. The device history record (DHR) review of the affected delivery system shows the device met specifications prior to distribution of device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The training manual states that ¿if the inflation balloon leaks or bursts, without thv embolization, do not use excessive force when removing balloon and maintain guidewire position.¿ in this case, the complaint was confirmed for balloon burst and separation, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. Per the report. The patient had severe calcification that could have negatively interacted with the balloon inflation. During manufacturing, the balloon and delivery system undergo the following inspections in order to prevent these type of events from occurring: the balloon component is 100% visually inspected for defects and cosmetic appearance under minimum 8.0x magnification. The balloon components¿ burst pressure is tested on a sampling plan and 100% dimensionally inspected. The balloon component is inflated to ensure proper size and inspected for separation or damage of bond sites, balloon scratches, mechanical damage, and contamination. The delivery system is leak tested after final assembly. Balloon fatigue and burst test is performed in pv testing. Due to these inspections, it is unlikely that a manufacturing non-conformance on the balloon could have caused the rupture. After a balloon burst, the balloon material may protrude and result in difficulty removing the device from the patient. Thus, it is possible for the inner guidewire lumen to stretch/separate during system retrieval and for the longitudinal balloon tear to translate into a radial tear and separate into two pieces if excessive force is used. The device training manual provides procedural considerations in case of a balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. The complaint for tip separation was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information suggests that device handling and patient factors may have contributed to the event (protruding balloon material from the balloon burst can cause increased difficulty removing the delivery system which can ultimately cause the nosecone component/distal portion of the balloon to separate). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Since no manufacturing non-conformances were identified in the product evaluation, no preventative or corrective actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.